Event description:
It was reported that the patient experienced pain after implant and was referred to a pain specialist who treated her with therapeutic ultrasound in 2007. The patient was in extreme pain after one visit. For some time since she has had pain around the device ranging from mild discomfort to severe acute pain resulting in trips to the ER and has gone days without sleep due to this. Shocking sensations and loss of therapeutic effect were also reported. The patient lost 85 pounds and the pocket changed in size due to the weight loss. The patient outcome is unknown. Further information is being requested from the hcp.